Event description:
It was reported that over current detection (ocd) was noted due to low defibrillation impedance on the right ventricular (rv) lead resulting in loss of high voltage therapy. The arrhythmia was terminated via high voltage therapy delivered by the device. The physician suspected rv lead damage, however, no anomalies were observed either visually or via diagnostic imaging. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.